Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s abdomen was covered with fluid and there was a suspected infection about 3 months after implant. The device was explanted. A culture indicated there were inflammatory changes and an epidermis infection. The patient¿s status was noted as alive-no injury.